Event description:
Procedure type: sigmoidectomy. According to the reporter: instrument cut but did not clamp. The surgeon had to sew the anastomosis by hand. There was no bleeding, and no need for blood transfusion. The patient was under anesthesia about 10 minutes longer. No further patient details provided, but has been discharged from the hospital.

Manufacturer narrative:
Initial report sent: 03/21/2008.